Event description:
It was reported that the front screen of the external pulse generator was broken. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the lcd (liquid crystal display) lens is cracked. Analysis also found the upper case, lower case, ring cover, both bail covers, and the battery drawer are broken. The keyboard is scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.